Event description:
Caller reported that insulin gauge displayed a different amount than expected, currently showing 0 units instead of the anticipated 90 units. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Caller completed the necessary steps to address the issue, including removing air from the cartridge, and declined further actions such as delivering a bolus. Caller will continue to monitor the situation and follow up if necessary.